Manufacturer narrative:
(B)(4). A visual inspection of the zuk femoral cut guide shows burrs in the guide holes as well as nicks and gouges all over the device. Dimensional analysis was performed and it was noted that the two pin holes on the medial side of the guide does not accept 0.127 gage pin. The superior drill hole accepts 0.253 gage pin while the inferior hole failed to accept, most likely because of burrs identified within the hole. The device had been in the field for approximately 10 years 5 months. It is unknown how many times it had been used during that time. This device is used for treatment. It is likely that the damage is a result of normal wear during the instrument's field life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the drill bit seized in the pin hole of the cut guide. The surgeon completed the drilling freehand.